Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited unspecified oversensing. No intervention was performed. Patient was stable.